Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a fractured grip tip/base area, with the broken segment still partially attached by the conductor wire. The instrument was found to have a broken molded insulator near the jaw/grip region. There was missing material of the molded insulator, but the size of the missing pieces cannot be confirmed. The instrument was found to have damaged conductor wire insulation at the grip tip. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not fully broken. The instrument passed the electrical continuity test. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing procedure, the force bipolar instrument was found to be snapped at the tips. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the customer could not confirm whether the reported damage occurred during or after the surgical procedure because the issue was identified during sterile processing. However, the customer stated that the standard process for intraoperative fragment events was not initiated, leading them to believe the damage likely occurred after use. There were no reports of fragments falling into the patient, no actions were required for fragment retrieval, and no post-surgical complications related to retained foreign material were reported.